Event description:
It was reported that during a procedure of the 50-60% stenosed, calcified, tubular, long segment of bridging of the left anterior descending artery (lad), the distal end of the balance middleweight guide wire separated. The wire fragment could not be snared from the distal lad, so the patient was transported to a second facility for surgical removal of the wire fragment. It was noted that the patient was in good condition and was discharged home. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.